Event description:
Description of event according to complainant: pre-procedure CT showed a proximal descending thoracic aneurysm, maximum diameter 5.67 cm, length 15.0 cm. On (B)(6) 2014, the patient received a zteg-2p-36-202-pf-us. There were no difficulties deploying the device. No patient-related adverse events were observed during the procedure. Per site and core lab, the device was patent with no kink or endoleak on the completion angiogram. The patient was discharged from the hospital on (B)(6) 2014 (two days post-procedure). On (B)(6) 2014 (43 days post-procedure) one month follow-up CT scan: core lab review: patent, intact graft with no evidence of kink, type ii endoleak was noted. The maximum aneurysm diameter measured 58 mm and the aneurysm length measured 146.9 mm. On (B)(6) 2015 (263 days post-procedure) six month follow-up CT scan: core lab review: patent, intact graft with no evidence of kink or migration. A type ii endoleak and a type IV endoleak were noted. The maximum aneurysm diameter measured 55.1 mm and the aneurysm length measured 150.6 mm.

Manufacturer narrative:
(B)(4). Investigation still in progress.